Event description:
A caller reported receiving a cgm error 42 notification. No adverse impact to the customer's blood glucose level was noted. Technical support assisted by providing detailed pump reset instructions, and the caller was able to successfully start their sensor session.